Event description:
It was reported that the customer experienced low blood glucose of 42 mg/dl; he ate and is now 177 mg/dl. It was also reported that the insulin pump alarmed motor error during bolus delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. It was started that the settings have been adjusted by the doctor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.